Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported leakage was found at the joint of the tip of a ultrathane mac-loc locking loop multipurpose drainage catheter during a ptcd. The device was withdrawn from the bile duct and a new device was used to complete the procedure as scheduled. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed one 8.5french mac-loc catheter with a metal cannula and blunt obturator fully inserted. A small amount of bio-matter was present on the exterior. The mac-loc was returned in the unlocked position. There does not appear to be any surface damage. The number of threads between the mac-loc and the cap was less than 2, which is within specification. The catheter tube od was also within specification. A leak test was performed by clamping the catheter tubing with hemostats and injecting room temperature water through the proximal hub using a syringe. The leak test could not confirm the presence of a leak, however a video showing the leak was provided by the customer. A tug and twist test revealed that the cap, hub, and tubing were all securely attached. The cap remained on, therefore, internal measurements could not be measured. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there is one other unrelated reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This failure mode has been escalated per internal processes. We will continue to monitor for similar complaints and have notified the proper personnel. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.